Manufacturer narrative:
Device technical analysis: a review of the manufacturing records associated with the lead model sc-2317-70 serial number (B)(6) indicated that it was successfully processed according to requirements. The DHR did not identify any manufacturing process-related non-conformances, scrap, or rework performed during production that could have caused or contributed to this event. The DHR review ensures each device meets required specifications and associated testing prior to release for distribution/sale. Investigation conclusion: based on all available information, engineers concluded that the high impedance and intermittent stimulation measurements were caused by a lead fracture. The lead became bent after exiting the clik x anchor which exposed the bent location to excessive mechanical force or movement that caused the lead cables to fracture.

Event description:
It was reported that the patient had high impedances and underwent a revision procedure. The patient is doing well post-operatively.

Event description:
It was reported that the patient had high impedances and underwent a revision procedure. The patient is doing well post-operatively.

Manufacturer narrative:
D6a: implant date - approximate, implant date (B)(6) 2020. Additional suspect medical device component involved in the event: product family: scs-extension, upn: m365sc3138350, model: sc-3138-35, serial: (B)(6), batch/lot: 7063379. Product family: scs-extension, upn: m365sc3138350, model: sc-3138-35, serial: (B)(6), batch/lot: 7062991.

Manufacturer narrative:
Implant date - approximate, implant date (B)(6) 2020.

Event description:
It was reported that the patient had high impedances and underwent a revision procedure. The patient is doing well post-operatively.